Event description:
The customer reported that the subject device would not power on. The issue occurred during reprocessing prior to a procedure. The intended unspecified abdominal surgery was completed using a similar device with no delay, and no patient or user injury was reported due to the event.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, service observed start-up failure, and found that it was due to a faulty printed circuit board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, a faulty printed circuit board resulted in the start-up failure; however, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.